Event description:
Information was received from a consumer and a company representative regarding a patient receiving intrathecal hydromorphone (concentration 20mg/ml; dose unknown) via an implantable infusion pump. Patient history included non-malignant pain and failed back surgery syndrome. At the beginning of 2015 the patient was in a lot more pain. The patient found out within the previous couple months that the healthcare provider (hcp) had lowered the pump dose. The patient stated that the hcp ¿dropped the pump to nothing.¿ the patient claimed that the hcp was ¿sadistic¿ and ¿purposely has hurt me¿ in the past. The patient stated that the hcp got in trouble with the dea and they made him close 2 offices. The hcp seemed to think that it was the patient¿s fault so the hcp would no longer see the patient. The patient was scared of the hcp. The pump began to alarm in (B)(6) 2015 and the patient stated that the pump ¿died¿ and clarified that the pump had reached end of battery life. The hcp refused to replace the pump. The representative stated that the hcp office closed a couple of offices but it was not due to the dea; the locations were in remote areas that were not used much. The patient was discharged from the hcp office the week prior to the report due to non-compliance. The patient had missed 2 appointments in (B)(6) 2015 to have the pump replaced. The patient was a no show for his pre-operative appointment and a no show for the implant procedure. The representative stated that the patient already went through withdrawal after pump end of service (eos) so there was nothing more that the hcp could do. The hcp would not replace the pump due to the patient¿s previous non-compliance. The patient was seeking a new hcp. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report. Additional information was received from a consumer indicated the pump was alarming or beeping. The patient¿s pump had not been serviced/empty reservoir since (B)(6) 2015 and the patient heard pump alarms on a regular basis due to that, which drove him crazy where he had felt like he wanted to remove the pump. The pump was still empty now. The patient had a falling out a year ago with the doctor. The dea was involved with that doctor so the patient believed the doctor was no longer practicing as they never called the patient back. On the morning of this report when the patient tried calling the clinic again there was a recording and the patient¿s doctor was not listed as a practicing physician there. Physician listings were requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.